Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastric stimulation.  It was reported the patient says she experiences itching around the pocket area where the device is implanted. Hcp examined the patient and is suspicious of infection. He is ordering an abdominal area and will test for infection. No further complications were reported/anticipated at this time.